Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the contact alleged that the pump delivered two bolus requests without the customer initiating the bolus delivery. Blood glucose level was 58 mg/dl. Review of the pump data logs by tandem technical support showed that pump screen was unlocked by the customer and the bg values were entered into the bolus menu and the unintentional bolus requests were initiated. The contact acknowledged the information and confirmed that the feature lock settings would be used.